Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 20mm sapien 3 ultra (s3u) valve in a pre-existing surgical valve, there was "significant waste" of the s3u valve. The valve was post dilated with a 20mm tru balloon, which was inflated to 14atms. While there was some relief of the valve waist, the patient's blood pressure (bp) did not recover. Echocardiogram showed wide open, severe ai (aortic regurgitation) upon removal of the guidewire. It was suspected that the s3u leaflets tore during ballooning. A second s3u valve was implanted and the patient began to improve hemodynamically. Approximately 3 minutes later, the patient decompensated and full resuscitation was started with cardiopulmonary resuscitation (CPR), intubation and medications, after which the patient's bp stabilized. The patient was still dependent on the temporary pacemaker and was transferred to the intensive care unit (ICU). The patient passed away on postoperative day 4.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections h6: component code and type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed the surgical valve true ID is only 17mm, which limits transcatheter heart valve expansion. In this case, the complaint of leaflet tear was unable to be confirmed due to unavailability of relevant imagery and/or medical records. While the complaint of central regurgitation could also not be definitively confirmed, the information reported by the clinical specialist supports the likelihood of such an event. As reported, post-dilation was performed with a tru balloon (non-edwards (ew) device) in an attempt to relieve the waist observed on the thv, which could have over-expanded and/or over-stretched the valve, resulting in the subsequent suspected leaflet tear and reported central regurgitation. In addition, it was recommended to use the same delivery system to perform the post dilation per procedural training manual. As such, available information suggests that procedural factors (post-dilation with non-ew balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.